Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer feedback was received about our yellow striped tubing being on back order causing potential safety issues. No product or photo was returned by the customer. The customer complaint of back order was verified. A device history record review could not be performed because a model, or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the nurse was unable to recognize the line before attachment, and an unspecified bd¿ IV had an epidural solution hooked up to it. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that there was a safety event where the nurse accidentally hooked up an epidural solution to an IV. Event description per email states, "we have had a safety event reported where a nurse accidentally hooked up an epidural solution to and IV. This did not result in harm but could have. We know the yellow striped tubing has been on back order for some time."